Event description:
The death was only device related insofar as the patient expired after disconnecting their modular cable for unknown reasons. The device would not return.

Manufacturer narrative:
Section d1: corrected. Section d4, lot number, expiration date, primary UDI number: corrected. Section h4: corrected. Manufacturer¿s investigation conclusion: no device-related issues associated with the modular cable were reported by the account. Additional information communicated by the account revealed that no log files would be provided. The patient's outcome was only considered to be device-related insofar as the patient expired after disconnecting their modular cable for unknown reasons. The relevant sections of the device history records for modular cable, lot # 8356982, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU), rev. C, and heartmate 3 patient handbook, rev. D, are currently available. Although no issues related to the modular cable were reported, the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook also contain information on how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was deceased. They were found down with modular driveline disconnected for unknown reasons. No additional comments were provided at this time from center. The device was operating as intended.